Manufacturer narrative:
After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had almost blank display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer report display anomaly with insulin pump and no alarms received. Customer stated that the display was almost blank and can just about make out some information but not enough to read it. Customer stated that there also appears almost like a scorch mark on display. The devise will be returned for analysis.